Event description:
On (B)(6) 2013, a doctor reported that on (B)(6) /2012 that a minicap was not well connected to a female adapter (transfer set). The sample was requested for evaluation. There was patient involvement, but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The sample was received by baxter. The minicap was visually inspected and functional testing was performed with no issues noted. The reported problem could not be confirmed via the sample evaluation.